Event description:
It was reported the pt had felt a few jolts, then started having trouble communicating with her ipg, and then lost communication with the ipg. The sjm representative met with the pt and confirmed the ipg would not communicate with external devices. Follow up identified the physician planned surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.